Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer's blood glucose level was 225 mg/dl. It also reported that the after insertion of new battery got unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms, unexpected restart error alarm or reset time and date anomaly after change battery noted during testing.